Manufacturer narrative:
Age/date of birth: age range between 50.1±11.5, 20¿67, 53 in years. Sex/gender: male 43 (58.1%), female 31 (41.9%). Information unknown/not provided. Date of event: (B)(6) 2021. The date article was published. Lot number: information unknown / not provided. Expiration date: information unknown, as the lot number was not provided. UDI number: UDI number is unknown, as the lot number was not provided. If implanted, give date: n/a. The ovd (ophthalmic viscoelastic device) healon gv is not an implantable device. If explanted, give date: n/a. The ovd (ophthalmic viscoelastic device) healon gv is not an implantable device; therefore, not explanted. Device manufacture date: unknown, as the lot number was not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the lot number of the complaint product is unknown. Since the lot number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and lot number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. Elwehidy, a., mokbel, t., bayoumi, n., badawi, a., hagras, s. (2021). Viscotrabeculotomy versus trabeculectomy in the surgical treatment of open angle glaucoma: a single center, randomised controlled trial. Japanese ophthalmological society. 65(1), pp. 395¿401. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: viscotrabeculotomy versus trabeculectomy in the surgical treatment of open angle glaucoma: a single center, randomised controlled trial. A prospective comparative study was done to compare the effect of viscotrabeculotomy and the effect of trabeculectomy on the intraocular pressure (iop) in cases of open angle glaucoma (oag). A total of 148 eyes (74 right and 74 left) with oag underwent either viscotrabeculotomy or trabeculectomy surgery. In the viscotrabeculotomy group, a high viscosity sodium hyaluronate (healon gv, pfizer) was slowly injected into both ends of the schlemm¿s canal. Complications reported in the viscotrabeculotomy group include hyphema (n=63 eyes), filtering bleb (accidental) (n=4 eyes), shallow anterior chamber (n=1 eye), transient hypotony (iop < 7 mmhg) (n=6 eyes), choroidal detachment (n=1 eye), descemet¿s membrane split (n=9 eyes), intraocular pressure (iop) spike (n=7 eyes), and progression of cataract (n=4 eyes). In the eyes in which the cataract progressed to visually significant densities were operated upon for cataract surgery after the 24 months of follow up involved in the study. Further interventions were not reported. A copy of the article is provided with this report.